Event description:
It was reported that this artificial urinary sphincter (aus) was not cycling and the patient experienced recurring incontinence. The device was explanted and replaced. No patient complications were reported.